Manufacturer narrative:
A philips remote service engineer (rse) spoke to the biomed customer who stated a replacement speaker assembly is required. The replacement speaker assembly part was sent to the customer and the customer took the responsibility to replace the part. After the customer replaced the speaker assembly, the issue was not resolved. A field service engineer was scheduled for an on-site visit and evaluation of the device. During the evaluation of the device, the fse determined the main board was defective and needed to be replaced. After replacing the main board, the device operated as intended again. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported the intellivue mx400 patient monitor displays a speaker malfunction inop error message and is unable to emit audible sound. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.